Manufacturer narrative:
No button error alarm noted. All buttons functioned properly; however, unit had moisture on keypad traces, cracked reservoir tube lip and minor scratched lcd window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error, is unable to clear the alarm and the buttons are not responsive. Customer does not recall any significant events leading to the error, except that the pump may have gotten moist. Customer's blood glucose was unknown at the time of incident. Troubleshooting was done for button error. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.